Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, a ruby coil unintentionally detached inside another manufacturer's microcatheter and was removed. The procedure was completed using five new ruby coils and a new microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the ruby coil pusher assembly and the pusher assembly was kinked approximately 28.0 cm from the proximal end. The embolization coil was detached from the pusher assembly and not returned for evaluation. The proximal constraint sphere and a fractured segment of the stretch resistant (sr) wire were inside the distal detachment tip (ddt). Conclusion: evaluation of the returned device revealed that the sr wire was fractured. This type of damage typically occurs due to forceful withdrawal of the ruby coil against resistance. Further evaluation revealed the pusher assembly was kinked. This damage was likely incidental and may have occurred during packaging for return. The detached embolization coil and non-penumbra microcatheter mentioned in the complaint were not returned for evaluation. Ruby coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.